Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the infusion and suction was too low during setup for surgery. The procedure was initiated after the biomedical engineer adjusted the system.

Manufacturer narrative:
According to the customer ¿the clamp of the fluidics module was found to be "loose" and it is suspected that this caused the infusion and suction pressure issue.¿ the customer was able to resolve the loose clamp themselves and did not request any services. How or when the reported ¿clamp became loose¿ cannot be determined conclusively. The system was manufactured on july 13, 2015. Based on qa assessment, the product met specifications at the time of release. Based upon the information obtained, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).